Event description:
The facility reports as the pt was placed in the sitting position, the spreader bar came back and caught the carer on the arm. It is unclear as to whether or not the carer suffered any injury.